Manufacturer narrative:
A device evaluation confirmed the customer allegation. Due to clogging of nozzle, no air is fed. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section cover had a crack and was chipped. The suction cylinder was shaved. The distal end cover had a scratch. Connecting tube had a cut. Follow up performed requesting event date and missing event details. However, response received indicating that the requested information is unknown. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, evis lucera elite colonovideoscope exhibited inadequate air supply. The device was returned, and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material which was bigger than the inner diameter of the air/water nozzle entering inside the air/water channel, which resulted in clogging. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. Olympus will continue to monitor field performance for this device.